Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that the stent failed to deploy during treatment. The delivery system was removed with no issues and another stent delivery system was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported deployment failure. The stent was found to be loaded in the system upon sample receipt. A force transmitting component in the grip section was found to be broken leading to the impossibility to deploy the stent by using the thumbwheel and the fast track deployment lever. During functional testing, the stent could be deployed with the rapid deployment ring. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging stent placement site may lead to high friction during the attempt to release the stent and subsequent deployment failure. In this case, the tracking path was heavily calcified and the target anatomy was straight. As reported, the lesion had been pre-dilated. The use of a guide wire smaller than recommended in the IFU may be another contributing factor to the reported event. In this case, a 0.018" guide wire was used instead of a 0.035"' guide wire. Furthermore, the reported use of the device for treatment of an in-stent restenosis represents an off-label use. On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit." Furthermore, the IFU indicates that a 0.035" guide wire is required for the procedure. Additionally, the IFU states: "the safety and effectiveness of this device for use in treatment of in-stent restenosis has not been established." Updated data due to sample receipt. Updated 'additional event information' due to receipt of sample.

Event description:
It was reported that the stent failed to deploy during stenting of a pre-dilated lesion in the sfa and popliteal artery due to multifocal disease and recurrent in-stent stenosis of existing stents in the distal sfa. The delivery system was removed without issue and another stent was used to complete the procedure successflully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging stent placement site may lead to high friction during the attempt to release the stent and subsequent deployment failure. In this case, the tracking path was heavily calcified and the target anatomy was straight. As reported, the lesion had been pre-dilated. The use of a guide wire smaller than recommended in the IFU may be another contributing factor to the reported event. In this case, a 0.018" guide wire was used instead of a 0.035"' guide wire. On the basis of the information available and as no sample was returned for evaluation, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit." Furthermore, the IFU indicates that a 0.035" guide wire is required for the procedure. Additionally, the IFU states: "the safety and effectiveness of this device for use in treatment of in-stent restenosis has not been established." The use of the device for treatment of an in-stent restenosis represents an off-label use.

Event description:
It was reported that the stent failed to deploy during stenting of a pre-dilated lesion in the sfa and popliteal artery due to multifocal disease and recurrent in-stent stenosis of existing stents in the distal sfa. The delivery system was removed without issue and another stent was used to complete the procedure successfully. There was no reported patient injury.